Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
The electrodes were returned to the UK service department for evaluation; the customer's report was duplicated during visual evaluation and was attributed to a disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a report which only impacts self-test of the electrode with the defibrillator. This type of report does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.